Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with inappropriate shocks delivered due to oversensing. One cause of oversensing could have beenfar-p oversensing on the right ventricular lead. Another reason could be post sensed t-wave oversensing on the implantable cardioverter defibrillator. Both lead and device were explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2021-00002.

Event description:
New information notes that the implantable cardioverter defibrillator also exhibited inappropriate shocks due to recurrent atrial fibrillation.

Manufacturer narrative:
The reported field event of inappropriate shocks due to oversensing was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.